Event description:
The customer reported that the heartstart mrx has a 'broken prog' (we are considering "prog" to mean battery "prong").there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.